Manufacturer narrative:
The product has been requested multiple times and the customer has not responded. The investigation is ongoing.

Event description:
A user facility reported a cryogen leakage burn to the right side of the patient's face that occurred during a thermage flx treatment. The nature of the injury was reported as redness, a rash all around the face, bubbling, and sensations of heat and stinging. Secondary intervention included bcn asian centella and b5, and a egf mask to apply post treatment. The patient's current status is uncertain, and it is unknown if there will be any permanent damage or scarring. A consultation follow up was mentioned. An available picture was reviewed by the medical reviewer. Pinpoint brown lesions are scattered on one side of the patient''s face. It is unclear if the lesions are crusts or post inflammatory hyperpigmentation. No other treatments (besides the one reported) were performed in same area where symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 90 days. The patient has not had prior aesthetic treatments on the affected area. The incident occurred at 193 reps. The highest energy level used was 2.5 mj. Additionally, an error message of "tip too warm" occurred during the treatment.

Event description:
Additional information has been received indicating that the patient is fine with no scarring or long-term effects. The information provided does not suggest this incident may have caused or contributed to a death, serious injury or a serious deterioration in state of health. This event no longer meets reportability requirements.

Manufacturer narrative:
Correction: section d - 4 model number from tg-3a to th-6. Correction: section d - 4 serial number from bbc9bg to bbc9c5. Correction: section d - 4 UDI from 00816995020639 to 00816995021278. Correction: section h - health effect impact code 1 from 4614 to 4613. The data logs were reviewed and based on the evaluation of the data, the hand piece and the system performed as expected. Despite multiple requests, the treatment tip and the hand piece were not provided for evaluation at the time of this investigation. Therefore, the customer''s report of cryogen leaking could not be confirmed. However, "tip too warm" errors that occurred during the treatment were confirmed by the data logs. According to thermage flx system user manual, burns are known possible side effects of thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. At this time, no CAPA is necessary.